Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. 6944 implantable tachy lead 2004 (B)(6). (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted during a revision procedure for another lead. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.